Manufacturer narrative:
The cause for the discordant anti-hbs2 result is operator error. The customer has declined further investigation since it was determined to be operator error. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An elevated advia centaur xp anti-hbs2 (ahbs2) result was obtained for a patient sample. The patient sample was diluted and tested. The sample was flagged as quantity not sufficient (qns). A different sample was pulled, diluted and tested. The result was error. The diluted sample was tested on a second instrument and the result was error. The sample was tested neat and the result was indeterminate. It was then noted that the operator had pulled the wrong patient sample tube and was attempting dilutions on a sample that did not need to be diluted. Therefore, results were obtained as error. Repeat testing was not performed for either sample. The results were not reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant anti-hbs2 results.